Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "door not fully latched" alarm", but confirmed it through review of the event history log. The device was received inoperable due to a constant "load set" alarm, which corresponds with th reported symptom, caused by a loose link screw (upper). The issue was resolved by adjusting the screws, allowing the door to perform as expected. The link screws were replaced.